Event description:
Peripheral port was placed in the forearm in (B)(6) 2012. The port was used and in (B)(6) 2014 (B)(6) wanted to use the port, but it did not work. They made an x-ray and realized that the catheter was broken, disconnected and migrated to the heart. It was a life-threatening situation. They retrieved the catheter and days later the pt went back to se pediatric surgery and the surgeons took the port out of the pt. No part of the device remained inside the pt. The pt did require additional procedures due to this occurrence: craterization to take out the broken and disconnected catheter from the heart. The complainant did report adverse effects on the pt due to this occurrence; doctors discovered the problem in time.

Manufacturer narrative:
(B)(4). One mini titanium vital port was received along with a length of catheter (1 cm) and the catheter lock. The catheter was attached to the port upon receipt. A crack running parallel to the catheter length was observed on the end of the catheter proximal to the vital port, and a perforation was observed on the outer cover of the catheter lock. The device and components were viewed under magnification, and jagged markings were observed on the distal end of the catheter. The suture holes show signs of use. A dimensional verification was performed on the catheter, catheter lock, and outlet tube of the vital port. All dimensions are within mfg specification. Very little wear observed on the catheter, indicating the fracture may have occurred very quickly after a perforation or leak formed in the catheter. The root cause of the leak and eventual fracture is unk. Comments received from the customer indicate the vital port was implanted in the pt's forearm, but the specific implantation location, which could influence the forces exerted upon the catheter and vital port, is unk. Additional comments received indicate that the markings on the catheter lock were formed during the removal of the device.